Manufacturer narrative:
Investigation completed 31jan2018. Device history record reviewed for serial number (B)(4), work order /(B)(4), lot 174; a total of (B)(4) were manufactured on 5/16/2017 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points . No service history is on file for this device. The reported issue was confirmed. There were two studs that were damaged, the first one picture has a chip broken off from the leading edge with is typical from when the device has been dropped on a hard surface. The second damaged stud was fractured off between where the threaded material was inserted into the skull clamp and attached to the swivel adapter. This is consistent with the user applied torque to knob in excess of material strength of screw thread, or a combination of user torque and clamp support load exceeding screw thread strength. Root cause is undetermined at this time

Manufacturer narrative:
Integra has completed their internal investigation on august 28, 2017. Device history record :the device in question was not released for review and the lot/serial number was not provided; should the product be returned, a DHR review will be completed, trend analysis: a two year look back in the complaint system from 08/1/2015 to 08/15/2017 for this reported failure and or related to "thread " or "stripped" for product family (a2079) shows that two additional complaint were received. No new design or manufacturing trends have been identified. This issue will be monitored. Root cause: the device in question was not released for review; should the product be returned, a failure analysis and/or root cause will review will be performed at that time.

Event description:
It was reported that the radiolucent skull clamp would not connect to the xr2 base unit. Additional information received on 23aug2017, 24aug2017 and 28aug2017 with the following: on 07aug2017, the sales rep reported that during an in-service training on the newly purchased a2114 (mayfield infinity xr2 skull clamp) and a2079 (mayfield infinity xr2 base unit) while opening the black case for the a2079 mayfield infinity xr2 base unit he noticed that there was a minor defect in the standard knob assembly ((B)(4)). On (B)(6) 2017, the doctor was using the a2079 mayfield infinity xr2 base unit and a2114 mayfield infinity xr2 skull clamp. The mayfield xr2 base unit was attached to the or table and ready for use. The doctor finished pinning the patient, (age and gender unknown), for a craniotomy procedure and was attempting to attach the skull clamp to the standard knob assembly. As the doctor was securing the standard knob assembly to the a2114 skull clamp, the connecting piece of standard knob assembly ((B)(4)) severed and remained lodged in the skull clamp. The doctor had his hand on the patient¿s neck, preventing potential patient injury. The event occurred at the beginning of the case while positioning the head and pinning the patient¿s head was completed. Patient was anesthetized when the problem occurred. There were replacement products available for use, a2102 (mayfield base unit) and a1059 (mayfield skull clamp). There was a delay in surgery for 1hour and 9minutes. No knowledge of any patient adverse consequence as a result of the surgical delay reported.